Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 6pm. The patient reported blood glucose results of ¿28, 25 and 35 mg/dl¿ with the subject meter and ¿125 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual dose of medications; however, on the morning of (B)(6) 2013, the patient reportedly took more food and/ or drank a beverage in response to the alleged results. The patient denied developing symptoms due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ (05/07/2014).the patient¿s test strips have been returned on 4/15/2014 and evaluated by lifescan product analysis on 4/25/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/23/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/15/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.